Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an irregular flap cut. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. During technical onsite visit, the field service engineer (fse) confirmed fundamental energies differ too much. The fse performed mode locking detector (mld) loop to adjust laser head oscillator diode current set point. The system meets specification per service installation record. All surgeries were completed successfully and the flaps are normal and smoothly. The root cause is a need of performing mld loop. The manufacturer internal reference number is: (B)(4).